Event description:
It was reported that the device exhibited multiple episodes of non-sustained rv over-sensing due to post-paced t wave over-sensing via a review of remote transmission. The patient presented to the clinic and programming changes were made. There were no adverse health consequences to the patient.